Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was not adhered to the outer surface of the device and could not be eliminated by reprocessing. Therefore, the likely cause of the reported event is due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, resulting in the lg-lens was invaded by humidity, then corroded. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: detection methods are written in IFU: tjf type 150 operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the duodenovideoscope had leakage from the bending section rubber and had minor play in the up/down knob. Inspection and testing of the returned device found that the inside of the light guide lens had foreign material. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that plastic distal end cover was shaved and the adhesive on the bending section rubber was detached. The light guide cover glass had corrosion and the connecting tube coating was peeling. The illumination was uneven due to discoloration of the light guide lens and the light guide bundle had breakage. The bending angle in the down direction and play of the up/down knob did not meet standard value due to wear of the angle wire. There universal cord and scope connector cover unit had a scratch. Water tightness was lose due to a pinhole on the bending section rubber and the forceps elevator wire had foreign objects. The electrical connector and scope connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.